Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to intermittent signal loss between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a total power failure alarm without prior warning alarms. The patient was removed from the device and placed on a backup device with supplemental oxygen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device data logs confirmed the reported complaint, however, performance testing could not reproduce the reported complaint. The investigation results and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a total power failure alarm without prior warning alarms. The patient was removed from the device and placed on a backup device with supplemental oxygen. There was no patient harm or serious injury reported as a result of this incident.